Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during prime tubing. Customer's blood glucose level was 140 mg/dl at the time of incident. It was also reported that insulin squirted out during manual prime. There was no indication of troubleshooting and the issue being resolved. The insulin pump will not be returned for analysis.